Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had beeping and did not received the insulin. The customer¿s blood glucose was 320 mg/dl. Customer was assisted with rewinding the insulin pump. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.